Event description:
Same patient as MDR ID#: 2134265-2013-06849. (B)(4) study. It was reported that chest discomfort and jailing of diagonal branch occurred. In (B)(6) 2011, the subject presented with exertional substernal tightness with shortness of breath and was diagnosed with unstable angina. Cardiac catheterization was recommended. The index procedure was performed the following day. Target lesion #1 was a de novo lesion, located in the mid left anterior descending (lad) artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation followed by direct placement of a 2.50 x 20 mm taxus liberté stent with 10% residual stenosis. Following stent placement, there was a trapping of unknown guide wire in the diagonal branch noted. The guide wire was difficult to remove and the guide wire advanced to the proximal lad. Subsequently the guide wire was removed, but it resulted in a new filling defect in the proximal lad felt to due to guide catheter-tip-induced dissection. This was treated with a 3.5 x 12 mm veriflex coronary stent with resolution of the filling defect. Following the placement, the subject complained of substantial chest discomfort which was treated with morphine with partial abatement. Two days post index procedure the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).